Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to fracture in subclavian. The fracture was identified via fluoroscopy. The cause was not determined. No additional adverse patient effects were reported.